Event description:
Additional information was received indicating the therapy was delivered for a true ventricular tachycardia episode, therefore the device was performing to specification. The physician electively upgraded the patients device to a dual chamber ICD. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The device misinterpreted the patients arrhythmia and inappropriate defibrillation therapy was delivered. The physician electively upgraded the patients device to a dual chamber ICD. The patient was in stable condition.